Manufacturer narrative:
Mapping system files were returned and the reported catheter not being displayed properly on the navigator screen was confirmed with the single image returned. The other files returned were incomplete and no further investigation could be performed. The catheter on the returned image was elongated and electrodes were not properly spaced apart. Based on the information provided to abbott and the investigation performed, the cause for the reported event cannot be conclusively determined.

Event description:
During a procedure the catheter was not displayed properly on the navigator screen. The catheter connecting cable, the cim and the connection between the recording system and the cim were all replaced, along with the pin positions being changed, but the issue remained. The procedure was cancelled and there were no adverse consequences to the patient.